Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") and menstrual disorder ("abnormal menstruation") in an adult female patient who had essure (batch no. 654836) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included opioid abuse, seizure, pelvic discomfort and vaginal bleeding. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), depression ("depression"), anxiety ("mental anguish") and vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced menstrual disorder (seriousness criteria medically significant and intervention required). The patient was treated with surgery (underwent a partial hysterectomy with salpingectomy (bilateral removal of fallopian tubes)) and surgery (ablation). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain had resolved and the menstrual disorder, depression, anxiety and vaginal discharge outcome was unknown. The reporter considered anxiety, depression, menstrual disorder, pelvic pain and vaginal discharge to be related to essure. The reporter commented: the cornua were identified and the essure coils were placed properly with 4-5 coils exposed in the endometrial cavity once they were placed bilaterally. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: essure device was successfully occluded. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet and medical records received. New reporters added. Patient demographic information added. Essure insertion date updated to (B)(6) 2014 and removal date (B)(6) 2015) added. Lot number added. Events depression, mental anguish and vaginal discharge added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") and menstrual disorder ("abnormal menstruation") in an adult female patient who had essure (batch no. 654836) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included opioid abuse, seizure, pelvic discomfort and vaginal bleeding. Concomitant products included alprazolam (xanax), diazepam (valium) and sertraline (zoloft). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), depression ("depression"), anxiety ("mental anguish"), vaginal discharge ("vaginal discharge") and vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal"). On an unknown date, the patient experienced menstrual disorder (seriousness criteria medically significant and intervention required). The patient was treated with surgery (underwent a partial hysterectomy with salpingectomy (bilateral removal of fallopian tubes)) and surgery (ablation). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain had resolved and the menstrual disorder, depression, anxiety, vaginal discharge and vaginal infection outcome was unknown. The reporter considered anxiety, depression, menstrual disorder, pelvic pain, vaginal discharge and vaginal infection to be related to essure. The reporter commented: the cornua were identified and the essure coils were placed properly with 4-5 coils exposed in the endometrial cavity once they were placed bilaterally diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: essure device was successfully occluded. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received: added new event infection (bladder/ urinary tract/vaginal) type: vaginal and added concomitant drugs. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") and menstrual disorder ("abnormal menstruation") in a 30-year-old female patient who had essure (batch no: 654836) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "essure insertion and ablation performed concomitatently". The patient's medical history included anxiety. Previously administered products included for an unreported indication: iud from on (B)(6) 2012 to on (B)(6) 2014. Concurrent conditions included opioid abuse, seizure, pelvic discomfort and vaginal bleeding. Concomitant products included alprazolam (xanax), atenolol from on (B)(6) 2015, diazepam (valium), gabapentin since on (B)(6) 2014, meloxicam from on (B)(6) 2015, sertraline hydrochloride (zoloft) and topiramate from on (B)(6) 2015. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2014, the patient experienced depression ("depression/psychological or psychiatric problems condition- depression, anxiety and mental anguish"), anxiety ("mental anguish / psychological or psychiatric problems condition- depression, anxiety and mental anguish") and vaginal discharge ("vaginal discharge"). On (B)(6) 2014, the patient experienced vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal"). On an unknown date, the patient experienced menstrual disorder (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (vaginal , mennorhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal , mennorhagia)". The patient was treated with doxycycline (pondoxcycline), escitalopram oxalate (lexapro) and surgery (ablation on (B)(6) 2014 and underwent a partial hysterectomy with salpingectomy (bilateral removal of fallopian tubes). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain had resolved and the menstrual disorder, menorrhagia, depression, anxiety, vaginal discharge, vaginal infection and vaginal haemorrhage outcome was unknown. The reporter considered anxiety, depression, menorrhagia, menstrual disorder, pelvic pain, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: the cornua were identified and the essure coils were placed properly with 4-5 coils exposed in the endometrial cavity once they were placed bilaterally. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on (B)(6) 2014: results: essure device was successfully occluded / total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-apr-2019: quality safety evaluation of ptc (product technical complaint). Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain') and menstrual disorder ('abnormal menstruation') in a 30-year-old female patient who had essure (batch no. 654836) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "essure insertion and ablation performed concomitatently". The patient's medical history included anxiety. Previously administered products included for an unreported indication: iud from (B)(6) 2012 to (B)(6) 2014. Concurrent conditions included opioid abuse, seizure, pelvic discomfort and vaginal bleeding. Concomitant products included alprazolam (xanax), atenolol from (B)(6) 2015 to (B)(6) 2015, diazepam (valium), gabapentin since (B)(6) 2014, meloxicam from (B)(6) 2015 to (B)(6) 2015, sertraline hydrochloride (zoloft) and topiramate from (B)(6) 2015 to (B)(6) 2015. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2014, the patient experienced depression ("depression/psychological or psychiatric problems condition- depression, anxiety and mental anguish"), anxiety ("mental anguish / psychological or psychiatric problems condition- depression, anxiety and mental anguish") and vaginal discharge ("vaginal discharge"). On (B)(6) 2014, the patient experienced vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal"). On an unknown date, the patient experienced menstrual disorder (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (vaginal , mennorhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal , mennorhagia)"). The patient was treated with doxycycline (pondoxcycline), escitalopram oxalate (lexapro) and surgery (ablation on (B)(6) 2014 and underwent a partial hysterectomy with salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, menorrhagia, vaginal discharge, vaginal infection and vaginal haemorrhage had resolved and the menstrual disorder, depression and anxiety outcome was unknown. The reporter considered anxiety, depression, menorrhagia, menstrual disorder, pelvic pain, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: the cornua were identified and the essure coils were placed properly with 4-5 coils exposed in the endometrial cavity once they were placed bilaterally. Plaintiff received treatment for pain, bleeding , bladder/ urinary problems. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: results: essure device was successfully occluded / total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-aug-2020: extension of expected date of next report. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") and menstrual disorder ("abnormal menstruation") in a 30-year-old female patient who had essure (batch no. 654836) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "essure insertion and ablation performed concomitatently". The patient's medical history included anxiety. Previously administered products included for an unreported indication: iud from (B)(6) 2012 to (B)(6) 2014. Concurrent conditions included opioid abuse, seizure, pelvic discomfort and vaginal bleeding. Concomitant products included alprazolam (xanax), atenolol from (B)(6) 2015 to (B)(6) 2015, diazepam (valium), gabapentin since (B)(6) 2014, meloxicam from (B)(6) 2015 to (B)(6) 2015, sertraline hydrochloride (zoloft) and topiramate from (B)(6) 2015 to (B)(6) 2015. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2014, the patient experienced depression ("depression/psychological or psychiatric problems condition- depression, anxiety and mental anguish"), anxiety ("mental anguish / psychological or psychiatric problems condition- depression, anxiety and mental anguish") and vaginal discharge ("vaginal discharge"). On (B)(6) 2014, the patient experienced vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal"). On an unknown date, the patient experienced menstrual disorder (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (vaginal , mennorhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal , mennorhagia)"). The patient was treated with doxycycline (pondoxcycline), escitalopram oxalate (lexapro) and surgery (ablation on (B)(6) 2014 and underwent a partial hysterectomy with salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain had resolved and the menstrual disorder, menorrhagia, depression, anxiety, vaginal discharge, vaginal infection and vaginal haemorrhage outcome was unknown. The reporter considered anxiety, depression, menorrhagia, menstrual disorder, pelvic pain, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: the cornua were identified and the essure coils were placed properly with 4-5 coils exposed in the endometrial cavity once they were placed bilaterally. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: results: essure device was successfully occluded / total bilateral occlusion. Most recent follow-up information incorporated above includes: on 27-mar-2019: pfs received : reporter details updated, new events abnormal bleeding (menorrhagia & vaginal bleeding) , medical device monitoring error, treatment drugs were added. Onset date of events updated. Product, patient information updated. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of pelvic pain ('severe pelvic pain') and menstrual disorder ('abnormal menstruation'). In a 30-year-old female patient who had essure (batch no. 654836), inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "essure insertion and ablation performed concomittantly". The patient's medical history included: anxiety. Previously administered products included, for an unreported indication: iud from (B)(6) 2012 to (B)(6) 2014. Concurrent conditions included: opioid abuse, seizure, pelvic discomfort and vaginal bleeding. Concomitant products included: alprazolam (xanax), atenolol from (B)(6) 2015, diazepam (valium), gabapentin since (B)(6) 2014, meloxicam from (B)(6) 2015, sertraline hydrochloride (zoloft) and topiramate from (B)(6) 2015. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2014, the patient experienced depression ("depression/psychological or psychiatric problems, condition: depression, anxiety and mental anguish"), anxiety ("mental anguish/ psychological or psychiatric problems, condition: depression, anxiety and mental anguish") and vaginal discharge ("vaginal discharge"). On (B)(6) 2014, the patient experienced vaginal infection ("infection (bladder/ urinary tract/vaginal), type: vaginal"). On an unknown date, the patient experienced menstrual disorder (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (vaginal, mennorhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal, mennorhagia)"). The patient was treated with doxycycline (pondoxcycline), escitalopram oxalate (lexapro) and surgery (ablation on (B)(6) 2014. And underwent a partial hysterectomy with salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, menorrhagia, vaginal discharge, vaginal infection and vaginal haemorrhage had resolved. And the menstrual disorder, depression and anxiety outcome was unknown. The reporter considered anxiety, depression, menorrhagia, menstrual disorder, pelvic pain, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: the cornua were identified and the essure coils were placed properly with 4-5 coils exposed in the endometrial cavity, once they were placed bilaterally. Plaintiff received treatment for pain, bleeding , bladder/urinary problems. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on (B)(6) 2014, results: essure device was successfully occluded. Total bilateral occlusion. Most recent follow-up information incorporated above includes: on 27-aug-2020. Quality safety evaluation of ptc/ we received a lot number in this case. A technical investigation was conducted. Including a batch review, and a review of complaint records and other non-conformances data. Should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain') and menstrual disorder ('abnormal menstruation') in a 30-year-old female patient who had essure (batch no. 654836) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "essure insertion and ablation performed "concomittantly"". The patient's medical history included anxiety. Previously administered products included for an unreported indication: iud from (B)(6) 2012 to (B)(6) 2014. Concurrent conditions included opioid abuse, seizure, pelvic discomfort and vaginal bleeding. Concomitant products included alprazolam (xanax), atenolol from (B)(6) 2015, diazepam (valium), gabapentin since (B)(6) 2014, meloxicam from (B)(6) 2015, sertraline hydrochloride (zoloft) and topiramate from(B)(6) 2015. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2014, the patient experienced depression ("depression/psychological or psychiatric problems condition- depression, anxiety and mental anguish"), anxiety ("mental anguish / psychological or psychiatric problems condition- depression, anxiety and mental anguish") and vaginal discharge ("vaginal discharge"). On (B)(6) 2014, the patient experienced vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal"). On an unknown date, the patient experienced menstrual disorder (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (vaginal , mennorhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal , mennorhagia)"). The patient was treated with doxycycline (pondoxcycline), escitalopram oxalate (lexapro) and surgery (ablation on (B)(6) 2014 and underwent a partial hysterectomy with salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, menorrhagia, vaginal discharge, vaginal infection and vaginal haemorrhage had resolved and the menstrual disorder, depression and anxiety outcome was unknown. The reporter considered anxiety, depression, menorrhagia, menstrual disorder, pelvic pain, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: the cornua were identified and the essure coils were placed properly with 4-5 coils exposed in the endometrial cavity once they were placed bilaterally. Plaintiff received treatment for pain, bleeding , bladder/ urinary problems diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: results: essure device was successfully occluded / total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: outcome of event : abnormal bleeding (vaginal , mennorhagia) ,uti , infection (bladder/ urinary tract/vaginal) type: vaginal discharge added as recovered. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and menstrual disorder ("abnormal menstruation"). The patient was treated with surgery (underwent a partial hysterectomy). At the time of the report, the pelvic pain and menstrual disorder outcome was unknown. The reporter considered menstrual disorder and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2013: essure device was successfully occluded. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.